Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "unable to pass snare or biopsy through channel" involving pentax model ec-3490li/serial (B)(4). Additional information received from the facility stated the event occurred during the diagnostic procedure. There was no delay or medical interventions. No adverse events occurred, and the status of the patient was reported as stable. No further information was provided. The device was returned to pentax. Pentax service inspectional findings included: scope case handle damage/broken, passed dry leak test, passed wet leak test, air/ water socket o-ring chipped. Repairs were performed on the device which included replacement of the following components: o-rings and seals. The device was shipped back to the facility on 06/29/2021.